Event description:
Consumer complaint of high results. Per the caller, her doctor states the meter reads much higher than the doctor's meter. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).